Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician center found the adhesive (ke45) at the distal forceps cover missing, the glue around the pink probe is chipped and missing. In addition, the light-guide lens adhesive at the distal end is chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the adhesive damage is traced to component failure due to stress and or degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.